Event description:
Pt was in an accident (car) and complained of pain after the accident. X-rays revealed that the two bottom pedicle screws of a single level bilateral construct at l4/l5 were broken near the distal tip. Four polyaxial pedicle screws, four nuts and two rods were implanted in 2003. About seven and half months later, revision surgery was performed to remove all four screws, four nuts and both rods. No replacement hardware was implanted as pt was fused. Tips of bottom two screws were unable to be removed.